Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 21/mar/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy effluent fluid noted at home. It was explained that the patient remains hospitalized, and as a result, laboratory results, medical interventions required, medications prescribed, and hospital course have not yet been reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of admission. The patient is recovering from this event while awaiting discharge home. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will remain on hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, there was no indication that the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though laboratory results were not reported, a reduction in symptoms in response to medical intervention while hospitalized provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 21/mar/2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy effluent fluid noted at home. It was explained that the patient remains hospitalized, and as a result, laboratory results, medical interventions required, medications prescribed, and hospital course have not yet been reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of admission. The patient is recovering from this event while awaiting discharge home. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will remain on hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.